Manufacturer narrative:
Tech replaced broken left siderail end tube and rivets to resolve this issue. Unit was in repair shop.

Event description:
Complaint alleged that the siderail was not locking. No injury reported.